Event description:
It was reported the female patient was experiencing persistent downstream occlusion errors. The infusion is life-sustaining, and the outcome of the event was unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. D4: expiration date, h4: manufacture date, d4: UDI, and g4: 510k are unknown. No product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. A review of prior repairs could not be completed, as a serial number was not provided and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.